Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported catheter location issue and subsequent cancellation could not be determined.

Manufacturer narrative:
Additional information: one ensite velocity¿ system velocity amplifier was received for investigation. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported location issue and subsequent cancellation were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the catheter location appeared to be incorrect. The procedure was cancelled and there were no adverse patient consequences.